Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was not returned for investigation from the distributor. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information.no pre-existing conditions were noted on the per. The patient had unknown bone density and the reported device was located on an unknown tooth for approximately 3 months. Pictures or x-ray images were not provided. The customer reported the patient had abscess and pain. Review of appropriate documentation: documents reviewed instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9- 10/19 information identified: contraindications warnings changes in performance adverse effects. DHR review was completed for the subject lot number (1225265). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1225265) for similar events and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes' one impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) with cover screw was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent malfunction. Product matched print specification where measured (caliper ID: cal1831 due: sep 2, 2022). No pre-existing conditions were noted on the per. The patient had unknown bone density and the reported device was located on an unknown tooth for approximately 4 months. Pictures or x-ray images were not provided. The customer reported the patient had abscess and pain. Review of appropriate documentation: documents reviewed instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19 information identified: contraindications warnings changes in performance adverse effects DHR review was completed for the subject lot number (1225265). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1225265) for similar events using keyword medical other, medical pain and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that implant has been removed due to pain. Patient also had an abscess.